Event description:
New information received notes that the physician felt that the device was functioning appropriately (not true undersensing) and that the death was caused by worsening ventricular arrhythmia despite ablation and appropriate ICD treatment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv undersensing was observed. The patient was inpatient for reasons not related to the device. The patient had been in a vt storm. During interrogation it was noted that while the patient was in vt at 168bpm, the device was ap/vp at the programmed base rate. The vt-1 zone was programmed 171bpm and were outside the detection zone. External defibrillation was performed to convert the patient. Patient was scheduled for a vt ablation. It was later reported that the patient expired. No further information is available.